Manufacturer narrative:
Visual inspection was performed on the returned unit. The reported damage to the delivery catheter (dc) pod was confirmed. The difficulty loading the filter was not tested due to the condition of the returned delivery catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a cause for the reported damage. It may be possible that inadvertent mishandling of the dc pod caused the noted damage. It may also be possible that the filter was pulled into the pod too quickly or with excessive force causing the noted damage to the pod resulting in difficulty loading the filter; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of an emboshield nav6 embolic protection system (eps) the filter was being gradually advanced to the delivery catheter (dc) pod; however, the end of the delivery catheter was cracked and difficulty inserting the filter into the dc pod was noted. The eps was not used and there was no patient involvement. The procedure was successfully completed with a new emboshield nav6 eps. There was no clinically significant delay in the procedure. The returned device analysis identified that the delivery catheter pod was separated distal to the proximal marker. No additional information was provided.